Event description:
It was reported that the subclavian crush was seen on the patient's right ventricular lead through x-ray. Right ventricular lead noise, high capture threshold, high impedance and failure to sense was observed. The reported lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.